Manufacturer narrative:
Plant investigation: a fresenius regional equipment specialist replaced the main power switch rocker on the power supply to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine powered off and gave off a puff of smoke and a burning smell prior to use. Upon follow up, it was determined that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the issue. A fresenius regional equipment specialist replaced the main power switch rocker on the power supply to resolve the issue and return the machine to service.